Event description:
Related manufacturer reference number: 2017865-2024-73650. It was reported that during an implant procedure, the physician was unable to tighten the device set screw for two attempted devices. A new device was implanted successfully. No adverse patient consequences were reported.

Manufacturer narrative:
The reported field event of header anomaly could not be confirmed in the lab. All leads were able to be inserted and secured normally. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.